Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr report number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
This report contains supplemental information for mentor psr report number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant that ruptured postoperatively. The rupture was diagnosed via MRI. As a result, the patient underwent bilateral removal and replacement with allergan devices on (B)(6) 2018. On 9/13/2019, mentor became aware that psr report submission numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.